Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab disconnected alarm. Balloon ruptured. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. One kink was found on the catheter tubing approximately 62cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 14.5cm from the rear seal measuring 0.038cm in length. The reported iab disconnected alarm most likely occurred when the operator observed blood inside the iab and then removed the iab to stop the blood from entering the pump causing reported alarm ¿iab disconnect¿. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab disconnected alarm. Balloon ruptured. The balloon was replaced to continue therapy. There was no reported injury to the patient.